Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one photo was provided to our quality team. Through visual inspection, an IV bag with white particles can be observed. No photo or physical sample of the connector was available, therefore, based on the photo, the specific composition of the particles cannot be identified. A device history review was performed for the reported lot 2405204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Product undergoes visual and functional evaluations according to procedure including verification the product is free from flashes or incomplete parts, no issues during manufacturing related to this issue were identified during production of lot 2405204. Retained samples of the reported lot were used for additional evaluation. No particles or other material was found within the luer thread. While we could not identify a specific cause, bd has investigated a similar incident and found flashes developed within the luer during the molding process. Without the physical sample to evaluate, this cannot be verified for this incident. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
So far, we have already experienced three times that flakes of plastic come loose from the phaseal luer lock connector (c35). The first two times there was 2305211 with lot and we had received a complaint report in february 2024. Yesterday the same problem happened for the third time, this time with lot 2405204. But because this specific product in this preparation needs to be administered through a 0,2 filter, the product could be used safely regardless the piece.